Event description:
It was reported that a nephrostomy catheter device was used during a nephrostomy procedure. It was observed during a cleaning operation that the shrink tube part of the pigtail catheter has come off outside the patient like it was pulled out. A reconnection was tried; however, it was unable to reconnect. Another nephrostomy procedure was performed and completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of catheter detachment. Imdrf impact code f1901 is being used to capture the reportable event of performing additional procedure.

Event description:
It was reported that a nephrostomy catheter device was used during a nephrostomy procedure. It was observed during a cleaning operation that the shrink tube part of the pigtail catheter has come off outside the patient like it was pulled out. A reconnection was tried; however, it was unable to reconnect. Another nephrostomy procedure was performed and completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h2 additional information: block h6 (evaluation conclusion codes updated). Block h6: imdrf device code a0501 captures the reportable event of catheter detachment. Imdrf impact code f1901 is being used to capture the reportable event of performing additional procedure.